Event description:
Boston scientific crm received info that this 4137 right ventricular (rv) lead was successfully implanted during a procedure to replace another manufacturer's lead. This new rv lead became dislodged the next day and was then successfully repositioned and remains in svc at this time. To date, no adverse pt effects were reported.